Event description:
A (B)(6) male underwent aaa repair on (B)(6) 2010. The pt was not suitable for aaa repair due to narrow terminal aorta (14 x 23mm). Final angio revealed type ii, type iii, and possible type IV endoleaks. Another MFR's stent was placed right of the junction part and type iii endoleak was resolved (1820334-2010-00441). Physician decided on f/u observation since type ii endoleak and type IV endoleak (1820334-2010-00442) were thought to be due to act over 300. On (B)(6) 2010, angiography CT revealed type iii endoleak from left side of the junction part and type ii endoleak. The physician attempted to place another MFR's stent mounted on balloon at the junction, however the stent dropped from the balloon. Several attempts to retrieve the stent were unsuccessful. The physician placed it near the distal side of the left iliac leg. A different MFR's stent was placed at the left side of the junction part instead, but endoleak was not resolved. Another of that same MFR's stent was placed at the left side of the junction part instead, but endoleak was not resolved. Another of that same MFR's stent was placed at the part but was also invalid. The physician decided to follow up, (1820334-2010-00443). It was noted that pulse of right femoral artery was weak, and angiography was performed again. It revealed left external iliac artery got intimal dissection and thought to be caused when the other MFR's stent was attempted to be retrieved. Then fem-to-fem bypass surgery was performed (1820334-2010-00444). The pt's condition was not provided by the rptr. On (B)(6) 2010, angiography revealed proximal type I endoleak. A palmaz xl stent was placed with use of a pta catheter maxild. Proximal endoleak was resolved. Distal type I endoleak from the right iliac leg was also observed. Bypass surgery for right internal iliac artery was performed since left internal iliac artery was coil embolized before iliac leg was placed from left common iliac artery into left external iliac artery on (B)(6) 2010. Then another MFR's stent was placed into right external iliac artery. Distal type I endoleak was resolved. (1820334-2010-00504). The pt is fine after the procedure.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.